Event description:
A physician reported that ophthalmic forceps exhibited difficulty in opening and closing, along with an issue of attaching it to the handle. The surgery was completed the same day using a replacement forceps. Information regarding the affected eye and patient identifier is unavailable. No patient harm occurred. Additional details have been requested but have not been received till date.

Manufacturer narrative:
The returned instrument was received at the manufacturing site in its inner and outer blister, covered with they tyvek lid foil showing the batch information. The returned instrument shows no macroscopic signs of damage. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no immediate issues with the product such as burrs, bending of grasping arms or misalignment. No breakage is evident either. Upon functionally testing the instrument, when actuated, resistance is noticeable. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint it cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).